Manufacturer narrative:
D9: 21-dec-2023. H3 and h6 - evaluation codes: updated. Device evaluation: one, used device without it's original packaging was received decontaminated. The tamper seal was broken or removed. Visual inspection found a worn dso seal, worn uso seal, scratched lcd lens, missing battery door, damaged battery compartment, and a loose latch lock. Functional testing was able to duplicate the reported error codes. The complaint was confirmed. Most probable cause is a faulty printed wiring assembly (pwa) board. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Repaired the faulty pwa board, worn dso seal, worn uso seal, contaminated lcd, scratched lcd lens, missing battery door, damaged battery compartment, keypad, overlay, rear label, side label, loose latch lock, and faulty latch lock flex. Device passed functional testing after the completed repairs.

Event description:
It was reported that the device exhibited error code '45985' and '1829'. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.